Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and severely calcified superficial femoral artery. After 35 non bsc guidewire pass through, a 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation the balloon ruptured. The procedure was completed with a non bsc device. No patient serious injury nor complication were reported.